Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured when deployed. The device was then removed with no issues and a second mynx vcd was opened, and it deployed fine. There was no reported patient injury. The right common femoral artery was accessed, and it was 95% occluded. The diagnostic angiogram was completed using a retrograde approach. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the common femoral artery (cfa) with peripheral vascular disease (pvd) presence/calcification in the cfa; however, unsure if it was in the vicinity of the puncture site. A non-sterile ¿mynx control vcd, 5f¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, and it was observed that both button 1 and button 2 were not depressed. The syringe was returned unattached to the device. The procedural sheath was not returned for analysis, and the stopcock was set to the open position. The sealant remained in its manufactured position, fully covered by the sleeves. The balloon was not inflated, and the inflation lumen and the balloon were saturated with saline solution. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. Per functional analysis, an inflation/deflation test was performed by injecting water into the returned device according to the instructions for use (IFU). However, due to the saturation of saline solution inside the balloon and the inflation lumen, the inflation process was unsuccessful. The unit was submerged in an ultrasonic machine, but the high concentration of saline solution could not be removed. Per microscopic analysis, the balloon and the inflation lumen were inspected using a vision system to obtain a magnified image. The dense saline solution saturation was confirmed. The balloon surface was thoroughly examined, and no damage was found. The reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed since functional analysis could not be performed due to the blockage of saline substrate within the balloon and inflation lumen, and there were no damages noted to the balloon. The exact cause of the issue experienced with the balloon could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this dried saline substrate would not have been experienced by the user, access site vessel characteristics (access vessel was 95% occluded with pvd presence/calcification) and/or concomitant device condition factors (which was not returned) are possible since calcification/pvd at the access site and/or a frayed/damaged sheath tip can cause damage to the balloon, resulting in a loss of pressure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control instructions for use (IFU), ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured when deployed. The device was then removed with no issues and a second mynx vcd was opened, and it deployed fine. There was no reported patient injury. The right common femoral artery was accessed, and it was 95% occluded. The diagnostic angiogram was completed using a retrograde approach. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the common femoral artery (cfa) with peripheral vascular disease (pvd) presence/calcification in the cfa; however, unsure if it was in the vicinity of the puncture site.